Manufacturer narrative:
No patient information provided by the site. The system was analyzed on site and no issues were found with the system. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during tracer registration, they were able to get their three initialization points when doing tracer registration but then they would press the foot pedal and they were not able to get tracer registration pattern on the screen. The foot switch was plugged in and in the correct port. The site decided to proceed without navigation. There was less than an hour delay to the procedure. There was no impact on the patient¿s outcome.